Event description:
The issue occurred during an unknown procedure, the intended procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer:

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the auxiliary water channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU: operation manual: 3.8 inspection of the endoscopic system: inspection of the auxiliary water feeding function olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the connecting tube had buckling. The device evaluation found that the jet tube had a whitish foreign material. Additional findings include the following: water tightness was lost due to damage to the right, left , up, down knob. Water damage was lost due to damage on the flexibility adjustment ring, the forceps channel port had a scratch, the air / water cylinder had discoloration, the suction cylinder had discoloration, the switch box had a scratch, the control unit had corrosion due to water leakage, the insulation resistance value did not meet the standard value due to damage to the connecting tube, a crack on the plastic distal end cover, the bending angle in the up direction did not meet standard value due to wear of the angle wire, the objective lens had a crack, the light guide lens had a crack, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope bowden cables were stuck. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had a whitish foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.